Event description:
It was reported that noise was observed on the atrial lead prior to a routine device replacement procedure. The physician elected to cap and replace the during a routine pulse generator change out procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.